Manufacturer narrative:
(B)(4) . Evaluation summary: the sample and an unused sample from the same lot were received for evaluation. The devices were visually inspected and functionally tested. No malfunctions or abnormalities were identified on the unused sample from the same lot; however, during the visual inspection of the used sample it was identified that there was a separation between the tubing and the luer lock. The cause of the separation was found to be a manually assembly technique. The assembly technique was reviewed and personal was retrained. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one link extension set's tubing separated from the luer. This was identified during set-up when "minimal force" as applied. There was no patient involvement. No additional information is available.